Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the anchor was found to have already come off of the device prior use. No patient consequences were reported as a result of the malfunction. No additional information was provided.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: the complaint sample was returned for evaluation. Visual inspection shows the instrument is visually and dimensionally conforming. The anchor and inserter both have staining on them indicating attempted use. As returned, the complaint event cannot be confirmed. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.